Event description:
On (B)(4) 2012, leica microsystems received a complaint from (B)(6) hospital regarding sub-optimal processing resulting in under-processed tissue from three (3) protocols comprising a total of 136 cassettes, which commenced and completed on (B)(6) 2012, using peloris 11 tissue processor serial number (B)(4). The complainant also advised that all affected samples were subsequently re-processed; all tissue was over-processed following re-processing and that a member of the lab staff had erroneously replaced the reagent in a reagent bottle designated for xylene with alcohol. On 15 march, 2012, leica microsystems received info that the tissue contained in two cassettes from a gi biopsy collected from one (1) pt was not diagnosable, and the pt had consented to a re-biopsy. The info provided also indicated that the reason for re-biopsy of this pt was most likely related to the size of the tissue rather than the quality of tissue processing. Investigation of this complaint by leica microsystems is continuing.